Manufacturer narrative:
Other applicable components are: product ID 39565-65 lot# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. Conclusion code applies to the ins and conclusion code applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s lead tip bottom was at a t7 position posterior. The patient¿s healthcare provider (hcp) advised the patient to use new programming and follow up as needed. The manufacturer representative stated that they met with the hcp on 2018-jan-18 and discussed previous x-ray images, where it showed that the lead tip was at the t7/t8 interspace. The hcp was aware and affirmed the plan of new/current reprogramming. It was noted that the patient was still receiving relief. The cause of the recharging issue and lack of stimulation was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient states she is not feeling stimulation everywhere she wants to. Sometimes the patient feels stimulation in abdomen when it's turned up higher. The patient stated she had falls post op that may have led or contributed to the issues. The rep met with the patient for reprogramming and x-rays were taken (B)(6) 2018. The patient stated she is recharging often and for long periods of time. The patient was able to get 8 boxes at one point but said that is not often and it is usually only 4 boxes. The rep discussed limited movement while charging and possible replacement due to the recharge burden. No further complications were reported. No additional patient symptoms were reported.